Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that on the date of the event their device experienced multiple inappropriate losses of power. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself four times during a patient event. Each time the device was powered back on by the customer. After the last power off, the customer removed and reseated the batteries. Thereafter, proper device operation was observed for the rest of the patient transport. The device was used for patient monitoring only. The patient, a (B)(6) year old female did survive. The customer advised that there were no adverse effects to the patient as a result of the reported issue.

Event description:
The customer contacted physio-control to report that their device powered off by itself four times during a patient event. Each time the device was powered back on by the customer. After the last power off, the customer removed and reseated the batteries. Thereafter, proper device operation was observed for the rest of the patient transport. The device was used for patient monitoring only. The patient, a 75 year old female did survive. The customer advised that there were no adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).